Manufacturer narrative:
Currently it is unknown whether or not the device may have malfunctioned, as the allegation could not be duplicated upon returned product investigation. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.

Event description:
The customer reported that their analyzer got warm after re-inserting batteries. There were no allegations of patient/user harm.